Event description:
It was reported that the patient with this pacemaker device was admitted in the hospital in the intensive care unit. It was noted that this pacemaker was not functioning properly with exit block. The threshold and impedance values were normal. Boston scientific representative (bsc) stated that the patient had threshold increased during the last visit and the patient was avb iii, rhythmiq on along and acg as device sensing. Right ventricular auto threshold (rvat) test was not successful. It was suspected that the lack of stimulation was due to low stimulation level of voltage. Reprogramming was performed by increasing the output, removed rhythmiq and programming on fix sensing value. This device remains in service. No adverse patient effects were reported.